Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The following other devices were added to this report: triathlon symmetric x3 patella; cat# 5550-g-339; lot# 7eh3, triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# eec8n, triathlon p/a cr beaded #5l; cat# 5517f501; lot# efbfk, simplex p speedset full dose 1 pack; cat# 6192-1-001; lot# dav001. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock a review of the complaint databases was not performed as no product specific failure mode was identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Trend detection: a review of the trending project folder indicates that there is no existing trend analysis for this product and issue. This product and event will be monitored under quarterly trend request clinician review of the provided medical records did not confirm the event nor was any potential root cause of the patient's symptoms identified. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
I had a total knee replacement done on the above date. The replacement "rattles" and shakes back and forth, and friends who are doctors have told me this is not normal. When driving, and going over a bump, it rattles; when I walk, it crackles; when I am sitting and move my knee it crackles. It also causes pain, if between a 1-10 scale, a 7 to 9. Dr. (B)(6) told me this knocking and clacking is normal. I don't think so. I would like to meet with a representative, as I have also been informed the knee replacement is too small.

Event description:
I had a total knee replacement done on the above date. The replacement "rattles" and shakes back and forth, and friends who are doctors have told me this is not normal. When driving, and going over a bump, it rattles; when I walk, it crackles; when I am sitting and move my knee it crackles. It also causes pain, if between a 1-10 scale, a 7 to 9. Dr. (B)(6). Told me this knocking and clacking is normal. I don't think so. I would like to meet with a representative, as I have also been informed the knee replacement is too small.